Event description:
An article was received regarding the efficacy in treating patients who experienced status epilepticus (se) within the year prior to receiving vns therapy. Five patients experienced an increase in seizures after vns was implanted. No further relevant information has been received to date.